Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was giving them the same 113 alert (reduced water temperature control) and covid patient so wanted to troubleshoot from outside the room if possible. The patient temperature was 33.7c (92.7f), target temperature was 36.7c (98f), water temperature was 21.4c (70.5f). Nurse was able to see the water level from the door and confirmed it was full of water. Mss explained they need to get inside room and drain 500ml from the right-hand drainage port. However, nurse accidentally drained it from the left. Also explained draining this tank could damage the chiller nurse immediately turned the device off. Nurse moved pads or probe to the previous device and powered it on. It alerted alarm 05 (water reservoir empty). Nurse tried to fill the device and it only took 300ml. When nurse tried to start therapy, device alerted air leak. Initial inlet pressure did settle at -7psi, circulation pump command was 76 percentage, flow rate was 3lpm. The system hours were 1617, pump hours were 1512. Nurse drained 500ml and tried to start manual control to test the device. However, when trying to start manual control the device alerted low flow alert 02 (low flow) again. Nurse disconnected and reconnected pads using proper technique. Inlet pressure was -5.2psi and never would increase from this value, flow rate was 1.4lpm, circulation pump command was 100 percentage. Nurse checked fluid delivery line for any damages and customer noted none. Nurse would send this device to biomed to figure out why it continues to alert both low flow and 113 (reduced water temperature control). Since the chiller tank was drained in error and nurse was unsure if they should use that machine. The emergency room had a device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated, and the reported issue was unconfirmed as the issue was not duplicated during therapy. No repairs were needed. It was also reported that the device was receiving an alert 113 during therapy. During evaluation, heater failure was isolated to all 4 heating elements internal thermal fuses as measured with a digital meter to be open measuring infinite resistance. Replace heater lot# 1915 new heater lot# 2150, device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was giving them the same 113 alert (reduced water temperature control) and covid patient so wanted to troubleshoot from outside the room if possible. The patient temperature was 33.7c (92.7f), target temperature was 36.7c (98f), water temperature was 21.4c (70.5f). The nurse was able to see the water level from the door and confirmed it was full of water. Mss explained they need to get inside the room and drain 500ml from the right-hand drainage port. However, nurse accidentally drained it from the left. Also explained draining this tank could damage the chiller, nurse immediately turned the device off. The nurse moved pads or probe to the previous device and powered it on. It alerted alarm 05 (water reservoir empty). The nurse tried to fill the device and it only took 300ml. When the nurse tried to start therapy, the device alerted an air leak. Initial inlet pressure did settle at -7psi, circulation pump command was 76 percentage, flow rate was 3lpm. The system hours were 1617, pump hours were 1512. The nurse drained 500ml and tried to start manual control to test the device. However, when trying to start manual control, the device alerted low flow alert 02 (low flow) again. The nurse disconnected and reconnected pads using proper technique. Inlet pressure was -5.2psi and would never increase from this value, flow rate was 1.4lpm, circulation pump command was 100 percentage. The nurse checked the fluid delivery line for any damages and customer noted none. Nurse would send this device to biomed to figure out why it continues to alert both low flow and 113 (reduced water temperature control). Since the chiller tank was drained in error and the nurse was unsure if they should use that machine. The emergency room had a device.